Manufacturer narrative:
Concomitant medical products: w1tr01 crtp, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced non-sustained ventricular tachycardia. The right ventricular (rv) lead exhibited undersensed beats and low r waves. The rv lead remains in use. No further patient complications have been reported as a result of this event.